Event description:
It was reported that high atrial thresholds were observed. It was noted that the lead impedance and sensing were within normal limits but the patient was in atrial fibrillation and thresholds could not be tested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.